Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. No visual anomalies were detected in the visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The insufficient heating was reproduced and reseating the temperature board solved the issue. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. Service history for this product was examined and no issues related to the reported event were identified during the last 12 months. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to a circuit board becoming dislodged from the midplane, or mother board. The event which resulted in the boards becoming dislodged was not communicated and remains undetermined.

Event description:
During a pulsed radiofrequency ablation procedure, the temperature of the generator would not increase higher than 12 degrees celsius and the procedure was cancelled. There were no adverse consequences to the patient.